Event description:
Problem was first discovered in one patient when there was a notation of a dissection within the prosthetic bypass graft material on a duplex scan post a 6mm eptfe ringed bypass graft that was placed 6 years ago in the femoral to popliteal artery position. Three times since then, 3 years later (x2) and 5 years later the graft had a thrombectomy. Another patient had an axillo-femoral-femoral bypass. He did well with limb salvage and was followed for this doing well. This past summer he was noted to have a clinical deterioration. A CT scan was done demonstrating filling defects. This was thought to be thrombus as well and he was taken to the operating room. The thrombectomy was done, and it was noticed that the graft had been dissected and this was the likely cause of the deterioration clinically and on the CT scan. The graft was replaced and the patient has been doing well.